Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned without any blood or saline visible, consistent with the reported information that there was no patient involvement. The outer tube was slightly bunched at the distal end of strain relief tubing. The outer tube was retracted 4 mm from the soft tip. The distal half of the stent implant was distal to the distal marker and fully expanded. The proximal end of the stent implant was 2cm distal to the proximal marker. There was no other damage noted to the stent implant. The tuohy borst adapter was tight on the metal shaft. There was no other damage noted to the sess. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It may be possible that the premature deployment is related to handling and/or inadvertently pushing the metal shaft during handling. The slight bunching at the distal end of the strain relief tubing is possibly due to handling during packaging the device for return to abbott vascular for analysis, and does not appear to have contributed to the reported premature deployment. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functionally tested. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during unpackaging of the xpert stent delivery system, the stent partially, prematurely deployed. There was no patient involvement. There was no additional information provided.